Event description:
A facility reported that during a procedure, the cryosolutions set with 1 cartridge/1mm tip (33510) was coming out from the side and was not funneling properly through the nozzle. There were no death, injuries, or surgical delays reported at this time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: d9: device available for eval.

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3, h6, h11. The 33510 cryosolutions set with 1 cartridge was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned cryosolutions set was in used condition. Evaluation identified debris inside the control mechanism near the o-ring. When connected to a cartridge and submerged in water, gas leaked out of the tip, indicating damage/wear to the o-ring. The issue of spraying improperly may be the result of a worn o-ring. The use of cartridges involved in a safety advisory reported by the product's legal manufacturer may also result in the reported issue. The lot number of the cartridges used in this incident was not available for confirmation. Root cause analysis: the reported complaint was confirmed. A damaged o-ring due to wear may lead to improper spraying.

Event description:
N/a.